Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Analysis found the outer insulation was abraded open 55.5 cm to 57cm from the pins over the ring cable lumen. The ring cables in the abrasion area were not damaged or abraded. The abrasion resulted from friction with another device. No complain nt received with return of the device. Failure (event) observed during analysis.